Event description:
It was reported that during a ptci procedure in the lad, a stent was successfully placed in the distal vessel and the pixel was being advanced to be placed just proximal to it. The pixel would not cross the intended lesion after several attemptrs, so the sds was pulled out and it was noted that the pixel stent was not on the sds. The stent was found in the proximal lad, and so a guide wire was advanced through the stent and a balloon was advanced with difficulty. The stent was then deployed in the proximal vessel. The pixel's originally intended lesion was not treated.